Event description:
The pt's pump was replaced without any problem. No fluid was lost out of the intrathecal catheter. The intrathecal catheter was intact. No data was available concerning the intrathecal catheter; the implantation had been done at another hosp several yrs ago. The next day, the catheter was examined and was found to be in place. In 2008, the pt was discharged from the hosp; there were no problems, the pt's spasticity and pain were completely under control . That evening at home, the pt experienced spasticity. The next day, the pt had increasing exacerbation of spasticity. The following day, the pt had tremendous spasticity, respiratory insufficiency, and sweating. Medical consultation resulted in referral to the hosp. In the ER, the pt had tremendous spasticity, hyperthermia (40.7 c), extreme tachycardia, autonomic dysregulation, mild respiratory insufficiency, peripheral vasodilatation. A thoracic x-ray revealed interstitial edema. A lumbar/thoracic x-ray revealed dislocation of the intrathecal catheter. The pt was treated with ventilatory support, immediate insertion of a temporary intrathecal catheter, intrathecal baclofen/clonidine, intravenous morphine, and metoprolol. In the ic dept, the pt experienced an exacerbation of symptoms, the pt was intubated, had pressure controlled ventilation, and circulatory support. After 6 hrs, the pt was reasonably stable with high dose circulatory support. Four hrs later, there was an exacerbation of the clinical picture, increasing temp (42.3c) despite external cooling. Again 4 hrs later, "reanimation" despite extreme high dose of support; unsuccessful "reanimation" resulting in death. The pump was used to deliver morphine, compounded baclofen and clonidine. The pump was not removed and no autopsy was performed.

Manufacturer narrative:
Catheter.